Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous consumer report with supplemental information provided by a nurse from the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized on the same day. Treatment was not reported. On (B)(6) 2012, the patient was discharged from the hospital. On an unreported date in (B)(6) 2012, the patient recovered from the event of peritonitis. The reporter stated that the event of peritonitis was not related to dianeal therapy.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd889501 and gd889477 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.